Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the edge of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent was damaged and at the center of the stent a strut was raised off the balloon material and bent proximally. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device's markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 2.50 promus premier drug eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and the edge of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and patient's status was good.